Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that loss of therapeutic benefit. The caller stated that the therapy stopped working for their symptoms around (B)(6) 2025. Caller stated that they turned the therapy off 6 months ago because they no longer needed it. The caller added that they tried increasing the intensity of the stimulation on their own, and it was uncomfortable. They raised it up way too high, and they felt an electric shock and pain and discomfort, and it "burned my skin near the implant site, right by my cheek." The caller stated this happened maybe around july. Caller stated they plan to have the device taken out. They just want to have the neurostimulation system taken out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.